Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their upper and lower aligners are cracked and are cutting their gums. They cannot wear the aligners. Requested information, advised to purchase boil/bite, provided hh tips and provide update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.